Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resumed insulin after being educated by technical support that the reset was a built-in safety feature, and understood the necessary steps to restart cgm sessions and reload the cartridge.